Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum in an esophagogastroduodenoscopy (egd) procedure performed last (B)(6) 2016. According to the complainant, during the procedure, the clip was able to grasp onto tissue; however, the clip failed to lock or release from the catheter. The procedure was completed at this time as the bleed had fully stopped due to two previously successfully deployed clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution 360 clip device found that the clip assembly was deployed and jammed onto the bushing. The clip prongs were not locked into the capsule. A kink in the control wire was noted. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum in an esophagogastroduodenoscopy (egd) procedure performed last (B)(6) 2016. According to the complainant, during the procedure, the clip was able to grasp onto tissue; however, the clip failed to lock or release from the catheter. The procedure was completed at this time as the bleed had fully stopped due to two previously successfully deployed clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.